Event description:
As reported on medwatch report # mw5186242: describe event or problem: patients' IV hub was found in his bed without IV catheter attached to the hub. The catheter was palpable in the patients left upper arm and unable to be removed manually. Ultrasound identified the catheter to still be in the cephalic vein. Vascular surgery recommends conservative management due to the patients age and comorbidities, so 81mg of aspirin was started daily.